Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3795 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "queried 3cm PICC tip loss 28.05.2020 cxr shows tip midclavicular. PICC cut 35 cm, external length 12cm. Planned rethread; approximately 10cm withdrawn, at this point whole PICC out. Noted PICC length 35cm, smooth, unjaggered. Documented length 38cm. No medical or surgical intervention required."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was measured to be approximately 36.7 cm long with the distal end of the catheter being just distal to the 35 cm depth marker. A microscopic observation revealed striations on the majority of the distal end of the catheter. A portion of the surface of the distal end of the catheter was observed to be granular. The overall surface of the distal end of the catheter was observed to be uneven; however, the portion of the surface that exhibited striations was observed to be relatively flat. The striations observed on the flat portion of the surface of the distal end of the catheter indicate the catheter was at least partially cut with a bladed instrument, such as a scalpel. This evidence combined with the uneven, granular portion of the surface of the distal end of the catheter suggest the catheter was only partially trimmed during placement and was later broken due to tensile (pulling) forces. In regard to trimming the catheter during the placement procedure, the product IFU states: ¿inspect cut surface to assure there is no loose material.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redw3795 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "queried 3cm PICC tip loss 28.05.2020 cxr shows tip midclavicular. PICC cut 35 cm, external length 12cm. Planned rethread; approximately 10cm withdrawn, at this point whole PICC out. Noted PICC length 35cm, smooth, unjaggered. Documented length 38cm. No medical or surgical intervention required."